Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 31, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was displaying a battery indicator. The patient indicated that the alleged meter issue started about "2 months ago." Before the meter issue started, the patient reportedly had symptoms of weakness and sweating. The patient reportedly did not take any actions related to diabetes treatment as a result of the alleged meter issue. According to the customer care advocate's (cca) documentation, the patient had a normal follow-up appointment with her doctor "several months ago." It is not known what date/time she actually visited the doctor. As a result of the visit, the patient's doctor increased the dosage(s) of her glucophage medication. No further clinical information was provided. During the call with cca, the patient stated that she had symptoms of sweating and weakness earlier in the morning (2007). She was able to test her blood glucose on a friend's unidentified meter at that time and got a result of "50 mg/dl." It would have been helpful to know the following information: if the patient was still able to test her blood glucose even though the battery indicator was being displayed, her testing frequency, her medication and diabetes management regimens, and if she made any changes to the regimens because of the meter issue. Also, it would have been helpful to know what actions the patient took before and after developing the symptoms and if the patient was able to test her blood glucose before developing the symptoms. The patient did not replace the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the battery indicator issue started about 2 months ago. After the meter issue started, the patient reportedly developed symptoms suggestive of hypoglycemia.